Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer thought the foreign material may be the kimwipe used when wiping off the entry. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water / air, there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and the customer flushed the air / water nozzle with the detergent solution. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the protector of the universal cord on the scope connector side / the control section side had a scratch, the connecting tube had a scratch, the image guide protector had a scratch, the universal cord had a wrinkle / scratch, switch 4 had wear, the adhesive on the bending section cover had a white-clouded area / crack / chip, the scope connector was deformed, and the connecting tube had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope's angle was down 25 degrees. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. ¿inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.